Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The pump was been filled with 110 ml (5fu and sodium chloride). This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: (B)(4). A photograph was received for evaluation. During photographic analysis, a large pool of liquid inside the device housing and a white shadow of "rupture" on the bladder were identified. The pool of liquid inside the device housing is typically the result of a ruptured bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified, but the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.